Event description:
Medafor became aware of a possible adverse event on (B)(6) 2013. The report was communicated through an independent sales distributor. As reported: I recently called on a general surgeon who told me he had used arista in two open cholecystectomy procedures and in both cases an abscess developed. He quit using arista after that.

Manufacturer narrative:
After receipt of the communication, medafor contacted the physician directly to obtain add'l details regarding the possible adverse event. The physician recalls telling the distributor that he no longer uses arista because of his experience with two, maybe three cholecystectomies. He does not know when the cases were performed and doesn't remember any details except that they were difficult and both pts developed post-op abscesses which required add'l drainage procedures. He was unsure, but believes both pts were probably acutely infected and that was the reason for cholecystectomy surgery. He stated arista worked as a hemostat. He doesn't claim causality but can't rule it out. Physician is unwilling to provide any further pt details or product info. With the info available, no conclusions can be made with respect to the relationship of device usage and the complication reported. The complication reported can be observed following cholecystectomies for acute cholecystitis regardless of whether the device is used. Medafor is unable to perform product eval as the physician did not provide info regarding specific dates or lots of arista product use during these procedures. If medafor becomes aware of any add'l info relating to this report a supplemental report will be submitted.